Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post operation check; device interrogation revealed loss of capture on the left ventricular (lv) lead. On (B)(6) 2021, fluoroscopy was performed and dislodgement was observed. The lv lead was explanted and replaced. Patient condition was stable.